Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact) and relevant med history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised for an unk reason.